Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient programmer (pp) had a poor communication screen. The patient stated it takes a couple hours just to turn it up or down because of the poor communication. The patient also stated the implant "shut itself off" when they were at the beach and they wondered if it got too hot. It was reviewed that the implant was only expected to turn off when a stimulation off button was pressed on the pp or ins recharger (insr). The patient stated they fell down the stairs about a month ago and was getting a "big jolt" so they shut it off. It was reported a manufacturer representative (rep) ran through diagnostic tests and made sure everything was working properly. The patient already tried replacing the batteries in the pp and pulled out the antenna cord and put it back in and still got poor communication. A replacement pp was sent. No further complications were reported/expected. Additional information was received from manufacturer representatives (rep) on (B)(6) 2017. It was reported that a rep was made aware of the pp issues last week. The patient received a replacement and reported to them that everything was working well. It was reported that the shocking sensations were caused by medication interaction issues and nothing was related to the stimulator. No further complications were reported/expected.